Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15104. The patient underwent a procedure for a permanent scs system. Intra-operative diagnostic testing indicated auto-reducing. The physician reopened the ipg pocket site and reinserted the extension into the ipg header which resolved the issue. Also, during the procedure while the physician was adjusting the lead, the swift lock anchor broke ( reference MFR report: 1627487-2015-15102). The procedure was extended by one hour.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.